Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® cat plus blood collection tubes there was hemolysis. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "they had a few problems with red top tubes recently that the clot was quite large on and it didn't spin down well."

Event description:
It was reported with the use of the bd vacutainer® cat plus blood collection tubes there was hemolysis. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "they had a few problems with red top tubes recently that the clot was quite large on and it didn't spin down well."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. We do not have the capability for veterinary clinical investigations at this time. The customer description of delaying centrifugation until the following day is considered an off-label use of this product. Separation of serum/plasma from the cells should take place within 2 hours of collection. This delay in separation of serum and cells can contribute to the reported condition, however, based on the investigation performed, a root cause could not be determined. Bd was unable to confirm this complaint for fibrin.